Manufacturer narrative:
Additional information: annex d code. Correction: please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "comparison of neointimal coverage between zotarolimus-eluting stent and everolimu s-eluting stent using optical coherence tomography (cover oct)". The aim of this prospective, multicenter study was to investigate the vascular response based on stent strut coverage of resolute zotarolimus-eluting stent (zes-r) or everolimus-eluting stent (ees) at 9 months after implantation using optical coherence tomography (oct). A total of 51 patients were randomly assigned to an ees group (28 stents in 26 patients) or a zes-r group (27 stents in 25 patients). 7 patients were excluded because they refused to receive a follow-up angiography at 9 months. 47 stents (24 zes-r and 23 ees) in 44 of 51 patients were evaluated by oct both immediately after stent implantation and at 9 months. Patients in the zes-r were treated with medtronic endeavor resolute stents. Target lesions included the left anterior descending artery, left circumflex artery and right coronary artery. All patients received dual antiplatelet therapy (aspirin and clopidogrel) during the follow-up period. Death, non-fatal myocardial infarction (mi), target-vessel revascularization (tvr), and stent thrombosis were considered major adverse cardiac events. The primary end point of this trial was to compare the rate of stent strut coverage between zes-r and ees using oct at 9 months after stent implantation. Secondary end points were malapposition rates immediately after the procedure and at 9 months after stent implantation, and also the incidence of intracoronary thrombus. All oct procedures were performed without any serious complications. The neointimal thickness was not significantly different between the 2 groups at 9 months. The mean percentages of uncovered stent struts were 3.3% for zes-r versus 3.4% for ees at 9 months. The proportion of malapposed struts immediately after the index procedure was 0.8 ± 1.4% for zes-r and 1.0 ± 2.0% for ees. In the fo llow-up oct study at 9 months, the rate of malapposed struts was 0.7 ± 3.0% for zes-r versus 0.1 ± 2.8% for ees. Thrombi were also documented in 1 stent in the zes-r group at 9 months the late loss was 0.33 mm with zes-r and 0.27 mm for ees at 9 months. At 9 months, tvr occurred in 2 patients in the zes-r group and was treated with zes-r. There were no deaths, non-fatal mis, or stent thromboses during the study period.

Manufacturer narrative:
Journal article: comparison of neointimal coverage between zotarolimus-eluting stent and everolimus-eluting stent using optical coherence tomography (cover oct) journal: american heart journal - interventional cardiology year: 2012 ref: doi:10.1016/j.ahj.2011.10.016 a2: average age a3: majority gender b3: date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.